Event description:
It was reported that the procedure was to treat a mildly tortuous, mildly calcified, concentric and 90% stenosed proximal left anterior descending artery. A 2.75 x 12 mm trek balloon catheter was being used for pre-dilatation when the balloon ruptured at 6 atmospheres. The balloon catheter was removed and a new 2.75 x 12 mm trek was used for pre-dilatation. The procedure was successfully completed by implanting a xience xpedition stent. All significant available information has been received. No additional requests for information are needed.

Manufacturer narrative:
(B)(4). Concomitant products: guide wire: sion blue; guide cath: launcher 6f ebu3.5. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for this lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.